Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated pacing capture management showed intermittent rv (right ventricular) pacing capture. Right ventricular (rv) capture management threshold data was only intermittently available from (B)(6) 2015 through (B)(6) 2015. Rv capture management was turned off the week of (B)(6) 2015 and was set to unipolar pacing and sensing. (B)(4).

Event description:
It was reported that patient came to the hospital with bradycardia close to syncope due to the right ventricular (rv) lead loss of capture. The lead was reprogrammed and remains in use. Additionally, the implantable pulse generator (ipg) was unable to "realize capture management test for long time." The device remains in use. No further patient complications have been reported as a result of this event.